Event description:
It was reported that after announcing a usual meal while using the ilet bionic pancreas, the user experienced a glucose decrease from 114 mg/dl to 67 mg/dl, asked whether meal insulin could be adjusted, was informed dosing is based on pump learning, and treated the low with apple juice with subsequent upward trend; the device problem and component were not determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.